Event description:
A hospital in (B)(6) reported that an rt345 adult dual heated evaqua breathing circuit caused the mr730 humidifier to alarm one hour after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: only the complaint inspiratory limb was returned to the manufacturer for evaluation. A visual inspection was performed and a heaterwire resistance test was carried out using a multimeter. Results: the visual inspection revealed no visible damage to the returned complaint device. The heaterwire resistance test identified the heaterwire to be open circuit. A wire break was located in the overmoulded plug. A lot check could not be performed as no lot number was performed. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possible as a result of a weak crimp connection. (B)(4).